Manufacturer narrative:
One 72202595 4.5mm twinfix ultra peek device used in treatment, was returned for evaluation. The insertion device was returned with an entire but damaged anchor. It was curved with distal threads burnished. This aligns with an inadequate pilot hole. Tainted suture was still threaded through anchor but not the inserter. The inserter forks were damaged but both were still attached to the distal tip. They were twisted, squeezed from distal pressure applied. Symptoms aligned with use of force and potential loss of axial alignment and. A 3.8mm tapered awl is the recommended prep instrument for normal bone. Per instructions for use (IFU) ¿it is the responsibility of the surgeon to determine the patient¿s bone condition, appropriately prepare the insertion site, and determine the suitability of the implant for the procedure. Use of excessive force during insertion can cause failure of the suture anchor or insertion device. If more torque is required to insert the anchor, stop and ensure that the hole size and depth are correct for the bone conditions encountered. It may be necessary to reduce the anchor size or increase the hole size to achieve optimal insertion force.¿ complaint history review indicated no similar allegations for the lot number reported. Batch review did not indicate a condition, product or procedure failure that supported the allegation. Instructions for use (IFU) contains recommendations and precautionary statements for proper use of product. Risk management files contain the reported failure. Various quality checks are in place to ensure that the material of the device meets requirements defined and validated in the design process. No indications from the device show cause that the material was related to the reported failure. No root cause related to the manufacturing of this device was confirmed. Product met specifications upon release to distribution. No further investigation at this time.

Event description:
It was reported that during a cl reconstruction surgery, the anchor was fractured when screwed-in. The broken pieces were removed with tweezers. A backup device was available to complete the procedure with no significant delay or other complications. All available information has been disclosed. If additional information should become available, a supplemental report will be submitted accordingly.